Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and other chronic/intract pain (trunk/limbs) reported the implantable neurostimulator (ins) was on their belt line, so in 2012 they had it repositioned for comfort.